Event description:
Surgical dressing was applied after surgery, when removed by pt five days later at home skin was red, peeling and site looked like a chemical burn had occurred. Surgical dressing that is put on pt after surgery and then replaced five days later. When removed the site looked like a chemical burn had occurred. Skin was excoriating looking with different layers peeling off. We had multiple pts that had this reaction. Did not realize multiple pts were involved until discussion with physician. All dressings were pulled from stock. Convatec was notified, rep has met with hospital and physician. Company cannot come up with a reason for this occurring. We have used this product on hundreds of pts in the past with no problems. We have asked the company to test the product to see what is wrong with it. Dose or amount: dressing, frequency: day of, route: topical; 2nd dressing, 5 days, topical. Dates of use: (B)(6) 2017 to doctor visit. Diagnosis or reason for use: hip surgery, post hip surgery. "Event abated after use stopped or dose reduced: no, is the product compounded: no, is the product over-the-counter: no, event reappeared after reintroduction: yes."